Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the jaw was broken, but could be removed. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). The device was received with the top of the I-blade fractured and lifted. In addition the upper jaw was returned detached from instrument and returned. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the damaged of the I blade and the upper jaw. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.